Manufacturer narrative:
The manufacturer mectron s.p.a. Received the insert involved in the event. An investigation was carry out by the manufacturer: the insert returned, mt1-10, lot. Number 18002205, was analysed by an external laboratory. The result of this analysis didn't reveal any critical problem on the structure of the insert. Moreover the design, production, in-process and final controls documents, related to the insert mt1-10, lot 18002205 didn't show any anomaly.

Event description:
During the use in a maxillofacial surgery, the insert mt1-10, lot n. 18002205, expiration date 30 july 2023, eto sterilization batch (B)(4), broke. No adverse event occurred to the patient.